Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required witness for the user to login. The technical support specialist (tss) dialed into the station and analyzed the medication application logs, identifying an error related to the rfid card reader failing to initialize. The lumidigm version was verified and was updated using the appropriate package, followed by a station reboot. The customer was notified via email, and a follow-up was attempted but no response was received. The case was marked complete due to inactivity. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es educ-menau one station required a witness during user login. However, there were no delays, adverse events or injuries reported based on this event.